Event description:
On 1/30/93 at 1:52 pm, an emergency helicopter was on route with patient. Patient had an external pacemaker at a rate of 70 with good capture. Patient's blood pressure was 70/palp. The patient had earlier experienced a cardiac arrest and was unresponsive. At 2:10pm, the pacemaker lost capture and an intrinsic junctional rhythm was present. At 2:20pm, the patient arrived at her destination. During the past ten munutes the patient's blood pressure was between 50-64/doppler. Follow-up the next day found the patient to be in critical condition.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-jan-93. Service provided by: invalid data. Service records available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: battery/pack. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.